Manufacturer narrative:
The insulin pump received with intermittent express bolus button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with partially broken reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error nad the buttons were not working. There was also physical damage including cracks to the insulin pump that were mentioned. Customer's blood glucose was around 300 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.